Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that approximately five months later the ra and rv lead were explanted and replaced.

Event description:
It was reported that the patient presented to the emergency department due to swelling, weakness, numbness in left arm, and ¿weird feeling¿ in chest. It was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited chronic high thresholds. Additionally, it was noted that the patient has a history of diaphragmatic stimulation. The cardiac resynchronization therapy defibrillator (crt-d), ra lead, rv lead, and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d, implanted (B)(6) 2023. 6719 adaptor , implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.